Event description:
The following was reported to hamilton medical ag: summary: when the device is turned on, it shows that the self-test failed. Tf 231008, 231013. If the device is not connected to a high pressure o2, the device operates correctly, but when you connect o2, qo2 flow sensor starts showing flow o2 about 1,2 - 1,4 l/min and o2 concentration starts growing. O2 input test failed due to leak. In our opinion, the o2 valve is broken.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing. Hamilton medical ag complaint number: (B)(4).. Follow-up 1 - corrected information: **UDI related data quality updates only** . Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: when the device is turned on, it shows that the self-test failed. Tf 231008, 231013. If the device is not connected to a high pressure o2, the device operates correctly, but when you connect o2, qo2 flow sensor starts showing flow o2 about 1,2 - 1,4 l/min and o2 concentration starts growing. O2 input test failed due to leak. In our opinion, the o2 valve is broken.